Event description:
See MDR# 1036844-2012-00053 for the first event involving the same pt. It was reported that the hub repair kit that was used in (B)(6) 2012 began to leak during dialysis on (B)(6) 2012. The leak was observed from the arterial and venous ports. As a result, a repair kit was used. There was no delay in treatment, no pt death, and no pt complications were reported. No leaks were observed during dialysis since the new repair kit was used.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.